Event description:
It was reported that the pt had a left knee procedure and quadracep tendon repair. Post operatively the upper portion of the surgical site became itchy. Pt developed chronic urticaria at site of incision that eventually spread to the entire body. Changes were made to the pt's diet. Medications and personal products were discontinued. There was no change to the pt's condition. During 10/2002 the pt was seen by an allergist. Sutures were patch tested on the pt. Polyester suture gave a positive result. Sutures were surgically removed in 2003. Pt's symptoms have resolved.